Event description:
On (B)(6) 2012, a healthcare representative reported the pt is deceased. The pt fell and was admitted to the hospital on (B)(6) 2012. She went into cardiac arrest and died on (B)(6) 2012. It is unknown whether the pt was wearing infusion device at the time of the fall, but he blood glucose was elevated that day. It is also unknown whether the cardiac arrest was due to diabetes. The infusion device was requested for evaluation. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated.